Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed all labels were still intact. No physical damaged was found on the device as result of checking the log, it confirmed that there was a record of occurred nda when the pump displayed "reservoir volume low 5ml" on december 14, 2022.could not confirm the customer reported issue. Preventively, replace the downstream, and upstream sensor re-calibration. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported a small amount of medication remained in the cassette but an alarm went off. No patient injury. No additional information is available for this complaint.